Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the neutraclear needleless connector popped off. The event occurred in cardiac care unit (ccu). Although requested, additional information was no provided.

Event description:
It was reported that the neutraclear needleless connector kept "popping off" the power injector. The event occurred in cardiac care unit (ccu). Although requested, additional information was no provided.